Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was confirmed. Pump was found to be "double beeping" without power up and no screen when batteries are inserted. A faulty microprocessor unit board will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited double beeping while powered up and had no screen display. No patient was involved in this event. No adverse effects were reported.